Event description:
It was reported the physician implanted a gore® cardioform septal occluder to close an atrial septal defect. One day post procedure the patient was experiencing cardiac symptoms. Imaging confirmed the patient had a pericardial effusion. The patient received anti-inflammatory drugs and was kept in the hospital under observation. Three days post procedure the pericardial effusion resolved. The patient was released and doing well.